Event description:
It was reported to boston scientific corporation that an rx dilatation balloon device was used during a dilatation procedure. According to the complainant, the balloon did not work, it leaked. The patient was reported to be "fine" at the completion of the procedure. Note: as reported, this event did not represent a MDR-reportable scenario. The evaluation of the returned device, completed in 2006, revealed that the balloon was torn logitudinally. This is a MDR reportable scenario.

Manufacturer narrative:
The unit returned was lot number 8169463 which is a subassembly of the lot number reported. The unit was returned with a stylet attached to the inject hub. There was no stopcock attached to the balloon hub. A 20cc syringe of contrast medium was also returned with the device. The shaft was checked for kinks and dents and none were found. An attempt was made to inflate the balloon under water using 118psi of air but failed. Bubbles were seen emanating from the proximal end of the balloon approx 2mm from the proximal balloon bond and above the proximal ro marker. The balloon was examined under a microscope and a small longitudinal tear could be seen at this location. Both proximal and distal balloon bonds were examined and found to be within specification, both 2mm in length. The cause of the event could not be determined a DHR review was carried out and no anomalies were found.